Event description:
On (B)(6) 2013 patient reported her infusion sites are sometimes burning when the insulin is going through. Patient stated there are times when they leak. Patient reported it is leaking at the infusion site. Patient stated it begins to burn and itch and when she looks down, the infusion site is wet. Patient reported the infusion set cannula is not bent or kinked. Patient stated she believes the leak is coming from the infusion set cannula. Patient reported she is not sure if the cannula is not long enough or if there is too much physical activity where she inserts the infusion site. Patient stated when the infusion site leaks she does experience elevated blood glucose levels. Patient reported her blood glucose levels are over 200 mg/dl. Patient stated she will change the leaky infusion site and perform a correction bolus. Patient is able to self-treat on her own. Patient's normal blood glucose range is 150- 180 mg/dl. Submitted a request for assistance. Patient discarded the alleged infusion set. On call back on (B)(6) 2013 patient reported experiencing bruising at the infusion site. Patient stated she believes the insertion assist device is causing the bruising at the infusion site. Patient reported she thinks the force is too strong. On call back on (B)(6) 2013 patient stated she is not certain what the cause of the leak was but thinks it may have caused by a site issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. The batch record 5016692 and sterility of the product was verified and found it within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned